Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the catheter showed that the push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the reported broken luer issue was confirmed through testing. The catheter failed the returned product inspection due to a broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter connection broke. The catheter was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.